Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had an issue with an angel wing. The customer stated that the needle detached from the hub when the device was removed from the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.